Event description:
It was reported (via health canada aer #(B)(4)) that a female patient underwent an unspecified breast surgery with a mentor smooth round moderate plus profile 400cc saline breast prosthesis (left device) and a mentor smooth round moderate plus profile 375cc saline breast prosthesis (right device) and suffered several unexplained systemic symptoms. The symptoms were not specified, but it was reported that they were ¿extremely disabling¿ and that the implants were ¿poisoning the patient little by little.¿ no device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses in 2021. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).